Event description:
It was reported that the patient's pacemaker had eroded, or became externalized, likely due to the patient's very thin skin. This device was explanted and the physician implanted a single chamber pacemaker to reduce the size of the device. No additional adverse patient effects were reported. The explanted device was not planned to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.